Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and motor error. The customer blood glucose level was 600 mg/dl at the time of incident. Troubleshooting was declined for high blood glucose level, no delivery and battery issues. Customer was able to clear the alarm and able to complete rewind the insulin pump. The drive support cap appears normal. The customer was advised to discontinue the use of insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Device received with normal operating currents. No unexpected low battery alarm noted. No motor error alarm and no excessive no delivery alarm noted during the testing. Motor passed motor test.